Event description:
While tunneling the extensions, the extension carrier broke. An add'l skin incision had to be made to remove the broken carrier pieces. The extensions were kinked when they were removed. The hcp implanted new extensions. Post operatively, the pt was doing well. There was no injury associated with the event.

Manufacturer narrative:
(B) (4).